Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for date and time issue. Non-OEM (counterfeit) top case keypad found on the device was identified during the physical inspection. During analysis, the reported issue was able to be duplicated. Main board,time and date showing 2000-10-19, 15:49:59. Based on the evidence, the complaint was confirmed. The root cause of this issue was customer must have replaced or reprogram main pc board and did not re-set current time and date using pharmguard tool box. Service re-set re-program current time and date using pharmguard tool box. Performed power up process and self test process. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that no time and date was experienced.